Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the thunder beat probe tip was broken. The tip did not fall into the patient¿s body. The issue occurred during a therapeutic nephrectomy procedure. There was no delay, and the procedure was completed with a similar device. The product was inspected before the procedure and there was no abnormality. There were no reports of patient harm.

Manufacturer narrative:
Correction: h4 - 6 mar 2024. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided for the investigation, it was confirmed that the probe was broken. The exact cause was undetermined. Also, a definitive root cause could not be determined. Furthermore, it is likely he probe to broke due to the following: 1- grasping section was closed without grasping anything while the device was activating in seal & cut mode. 2 - since the tissue pad was worn out, non-insulated area of the grasping section and the distal end of the probe came into contact. 3 - the output was activated in seal & cut mode in state of description stated above. This caused scratches (contact marks) on the distal end of the probe and the grasping section. The scratches indicate that the distal end of the probe was contacting the distal end of the grasping section. 4 - cracks starting from scratches (contact marks) due to the seal & cut output or the load of tissue grasping being applied to the probe. 5 - a force was applied to the probe causing it to break. Olympus will continue to monitor field performance for this device.